Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. A review of the device manufacturing records confirms no abnormalities or deviations. Medical records were not provided. The root cause of the reported issue is attributed to the patient slipping in the shower. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: - medical devices: continuum tm cluster holes porous; item# 00-8757-056-01; lot# 61788312 biolox delta, ceramic femoral head, l, 40/+3.5, taper 12/14; item# 00-8775-040-03; lot# 2522863 ml taper, plasma sprayed, calcicoat, extended offset; item# 6577111120; lot# 61574077. Report source: foreign: united kingdom multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00090. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient underwent a total hip arthroplasty and approximately 4 years later had a dislocation of the right hip (operated side). Relocation was performed under sedation in a&e. Due diligence is in progress for this complaint; to date no additional information or product has been received.